Event description:
Reporter indicated that the vns pt had passed away. It was reported that while away on vacation, the pt suddenly collapsed. Exact cause of death is unknown at this time, although myocardial infarction is suspected. No autopsy was performed. There is no evidence at this time that the ncp system caused or contributed to the reported event. The physician indicated that there was no change in the pt's seizure control with the vns therapy. The pt was receiving vns therapy at the time of death.